Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event.

Event description:
Additional information was received from a company representative. The stopped pump state was implemented due to safety as the patient was not receiving adequate therapy. The catheter was removed as it was standard procedure for the hospital to change catheters when pumps are changed. The date of the event remained unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in the (B)(6) who was receiving lioresal (unknown concentration, dose and lot number) via an implantable pump. The date of the event was approximately (B)(6) 2015. It was reported the patient experienced loss of effective therapy with increasing stiffness and symptoms of withdrawal. The patient was seen by the healthcare professional. The pump was interrogated and discovered that the pump had a motor stall in (B)(6) 2015 lasting 48 minutes and motor recovery resumed normal operation. In (B)(6) 2015, another motor stall occurred but this time the pump motor did not recover. The patient had to start a regime of oral baclofen. The logs for the pump show an error code of 3 according to the healthcare professional. Troubleshooting/diagnostics included pump interrogation and patient monitoring. A revision operation was being planned to replace the pump. The issue was not resolved. Patient status was alive with no injury. The cause of the event, concentration, dose, and therapy dates were not known. The patient gender/age/medical history, lot number, and concomitant drug list, were all listed as unable to obtain. If additional information is received, a follow-up report will be sent. On (B)(4) 2016 logs and printouts were emailed to the company representative (rep) and per the pump logs examined on (B)(6) 2015 (last changed (B)(6) 2015) the patient was receiving baclofen 2000 mcg/ml (dose 150.3 mcg/day) in simple continuous mode. The logs indicated a motor stall occurred on (B)(6) 2015 at 13:31 and the motor stall recovery that was previously reported in june was not reflected on the pump logs provided. On (B)(6) 2015 another motor stall occurred at 20:46. The logs also indicated the pump was in stopped pump mode and the pump was shut off for 41 hours and 7 minutes with the pump status after update last changed (B)(6) 2015. The pump was reprogrammed on (B)(6) 2015 to deliver a dose of 149.8 mcg/day. If additional information is received, a follow-up report will be sent. On (B)(4) 2016, additional information was received from the company representative indicating that the revision surgery was scheduled for (B)(6) 2016. The plan was to replace the pump and the catheter. On (B)(4) 2016 the company representative reported that the patient's pump system was successfully changed for a new system. The company representative would be returning the old pump for investigation. Patient was now receiving effective itb therapy. On the original mpxr the company representative noted that lioresal was the drug being used; however, the actual drug was baclofen produced by sunpharmaceuticals in the (B)(4).

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to gear wheel 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.